Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during filling at the hospital prior to patient use. The device contained fluorouracil (5fu) and saline (115cc). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured april 11, 2023 to april 13, 2023. H10: the device was received for evaluation. A visual inspection was performed and the bladder was observed ruptured. The ruptured bladder was examined for signs of abnormality and no signs of abnormality were observed on the external and internal surfaces of the bladder and the rupture line. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.